Event description:
It was further reported that there was no patient involvement.

Manufacturer narrative:
Correction a1, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that parts of the external pulse generator (epg) display were not visible after the epg was powered on. It was noted that the epg "looks like it has been pretty beat up". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the external pulse generator (epg) display were not visible after the epg was powered on. It was noted that the liquid crystal display (lcd) was bleeding, the main printed circuit board (pcb) connector for the backlight had an issue, the hanger was out of specification mechanically, the lower case was broken, the lower case, the battery drawer and two case screws were contaminated. It was further noted that one display frame screw and two main pcb screws were loose. The instrument was a trade in device and will not be returned to the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.